Event description:
Lead remains implanted. Doctor was attempting to implant a dual ICD lead due to high dfts on existing lead. The lead was being introduced into the body and the patients pressure dropped. Patients condition had nothing to do with lead. The doctor stabilized the patient and decided to abort the procedure. Patient is stable and doing well. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.